Event description:
Vf episodes without device therapy delivery. The patient was externally resuscitated but remained in a comatose condition. It was later reported that the patient expired. Review of std indicates the device demonstrated a charge time out condition prior to patient death.